Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip has been broken. When comparing the remaining material in the end of the tube (gray in color) with a ceramic tip from (B)(4) (white in color) it is noted that the tip is a different color, indicating a third party repair was performed on the instrument. A third party repair stamp is present on the tube. The pieces of ceramic that were broken from the tip have not been returned with the unit. Dents are noted along the length of the steel tube. The admission of the use of a third party repair facility is of great concern because gyrus acmi has no control of the quality of the repair in this type of situation.

Event description:
During a procedure, the ceramic beak of the continuous flow resectoscope broke off in the pt, all pieces were retrieved w/o any harm to the pt.